Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician, who reportedly replaced the burned function board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k machine with visible burn damage to the function board. This issue was found when a fresenius (B)(4) technician serviced the machine for a conductivity offset failure message as well as fluctuating conductivity. The technician reportedly replaced the damaged function board, and calibrated the temperature and conductivity settings to resolve the issue and return the machine to service. Upon follow up, it was confirmed that no sample parts were available for return.